Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was observed to have a loose black conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. It was unknown if the damage was first observed intraoperatively or when the instrument was removed from the patient. The customer could not verify the surgical task being performed when the issue was identified. The wire was not exposed. There was no loss of cautery associated with damaged cable and no signs of thermal damage at site of insulation damage. The cable was loose. It was unknown if there were arcing during the procedure, instrument collision with any other instrument or tool, and problems while removing the instrument through the cannula. There was no fragment that fell inside of the patient¿s anatomy. The patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with the complaint to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a damaged conductor wire insulation. The instrument passed the electrical continuity test.